Event description:
It was reported that during implant procedure patient's new lead was difficult to implant into the patient¿s interventricular septum. It was also noted that the lead insulation was twisted. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of twisted insulation was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any twisted insulation. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.